Event description:
Patient was revised due to mom complications

Manufacturer narrative:
This is the same event 3010536692-2016-00590. This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to hip pain and subluxation (left).